Event description:
It was reported that the intraocular lens was explanted at implant due to a trailing haptic which caught and bent. The intraocular lens (iol) had to be cut out and removed which resulted in an enlarged incision. No patient injuries were reported. No further information was provided.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for an evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information become available that changes the facts and/or conclusion of the report become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The explanted lens was visually examined in our laboratory. Only part of the optic was returned and both haptics were missing. There was also evidence of ophthalmic viscosurgical device (ovd) on the lens. The condition of this returned lens is consistent with the initial report from the physician, that the lens was explanted at implant due to a trailing haptic which was caught and bent. This type of damage most likely occurred during the loading process and is not the result of a manufacturing issue. As, prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.